Manufacturer narrative:
Investigation summary received one (1) used. List #011-ch-10, chemoclave® bag spike; lot #14531528. No visual damages or anomalies were observed. The reported complaint of no flow could be confirmed. The returned sample was tested, and no flow was observed during priming. The sample was disassembled and found to have a broken spike. This complaint is being escalated to an ongoing CAPA investigation to further evaluate root cause, assess historical production risk, and implement appropriate corrective actions. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a chemoclave bag spike, where it was reported that the clave spike was connected to the spiros line and this caused a proximal occlusion. The bung in the chemo clave spike was depressed, so the staff had to re-spike the nivolumab bag with a new chemo clave. The mating device was 011-ch3261. The quantity affected is 1. There was patient involvement, but unknown delay in therapy and no adverse events.

Manufacturer narrative:
This complaint does not meet the criteria for a reportable malfunction because the device alarmed and the medication was not started so there was no interruption in therapy.